Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user called back and states it was the pressure relief valve that broke while the lift was in use.